Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. There were no adverse consequences to the patient. No intervention was performed at this time.